Event description:
During service, failure code 570 occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Inspection revealed a defective component on a printed circuit board. A corrective and preventative action has been initiated.